Event description:
Customer reported the system intermittently will not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber assembly and performed a filament calibration. System operates as intended.